Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode missing needle with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing needle was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing needle with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and missing needle was observed. Further investigation has been initiated through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a situation analysis has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a situation analysis is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® urine collection cups were missing needles. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.